Manufacturer narrative:
No further information was provided. A supplemental information will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through the research article ¿mortality and morbidity burden of covid-19 infection in left ventricular assist device patients¿ that heartmate 3 (hm3) may be associated with respiratory failure, arrhythmia, bleeding, stroke, and death. This retrospective cohort study evaluated outcomes of covid-19 infection in patients implanted with left ventricular assist devices (lvads). A total of 225 patients implanted with an lvad were screen for covid-19 between 01dec2019 and 28feb2022. 68 events of covid-19 infection were identified among 64 patients; 3 patients were noted to test positive for covid-19 twice, and these were counted as separate events. Of these 64 patients, 55 were implanted with hm3. 12 heartmate ii and 4 hvad patients were also included in the analysis results. Results revealed 6 hm3 patients passed away while infected with covid-19. Results also reported several outcomes while patients were infected with covid-19; outcomes were not broken down by lvad type. 5 patients were intubated and 6 patients developed chronic hypoxic respiratory failure that required outpatient supplemental oxygen. 4 patients experienced ventricular tachycardia, and 3 patients experienced implanted cardioverter defibrillation shocks. 9 patients experienced epistaxis or gastrointestinal (gi) bleeding within one month of testing positive for covid-19. 3 patients had a stroke.

Event description:
Serious injuries are captured under MFR. Report # 2916596-2023-07041 and death is captured under this report.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported patient outcomes cannot be conclusively determined through this evaluation. The current heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.